Event description:
Hcp reported the pt presented 2004 with a fractured intrathecal catheter. The catheter was replaced in 2004. The pt was reported to have recovered without sequela. The hcp noted the pt has "nerve deficits/pt with arachnoiditis. Suspect increase risk with needle puncture in pts with arachnoiditis."